Event description:
It was reported that the pta balloon had a pinhole rupture during the initial inflation. The catheter was retracted without issue. Another balloon was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
After further clinical review of this event with bard¿s medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned. The investigation is confirmed for a complete circumferential outer shaft break at the proximal butt joint. The investigation is unconfirmed for a pinhole rupture, as the condition in which the balloon was returned indicates that the balloon had never inflated. It is likely that the user perceived the break in the outer catheter at the proximal butt joint as a pinhole rupture during the initial attempt to inflate the balloon. The definitive root cause for the break in the outer catheter could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented with relevant history, but not reported, and date of event was reported in error. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time.